Event description:
The cypher stent would not cross the lesion on the med rca. When the physician was taking out the stent it got stuck on the guide catheter, and he had to remove the guide and the stent together. There were no reported pt complications.